Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient presented for bridge insertion and upon examination the doctor noticed a bubble present on the patient's gum in the area #19 where an implant was previously placed. The doctor needed to take a better look at the implant and after opening the implant site, there was infection present. The implant was then removed & bone graft was placed to preserve the pocket. Symptoms as a result of the event: abscess & inflammation.